Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Primary product was updated to the e-200 generator.

Manufacturer narrative:
The e-200 generator was visually inspected, and no issues were found. The e-200 was installed on a good equipment, fixture or tool (eft) and powered on with no issues. A tool was installed and the e-200 performed normally, completing both cautery testing and the system drive testing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-200 generator to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product associated with this complaint to perform failure analysis (fa). The e-200 generator failure analysis has not been completed yet.

Event description:
It was reported that during a da vinci-assisted surgical procedure the caller informed the technical support engineer (tse) that the or staff experienced issues when using the e-200 generator during a previous case. The customer was able to complete the case using a backup electrosurgical unit and would like the issues reported. The tse reviewed multiple 25920 errors in the logs, pointing to a faulty energy cable connection. The tse informed the caller that instrument cable are only good for 20 lives or 25 processes (whichever comes first) and should be discarded when lives are expired. The procedure was completed with no indication of patient injury.